Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® sst¿ tubes, erroneous potassium results were observed in an unspecified number of samples. The customer also reported experiencing clotting issues associated with the samples. No adverse impact was reported regarding the patient or user.